Event description:
It was reported that a patient underwent a lap nephrectomy procedure on an unknown date and a fibrin sealant preparation device was used. The tech could not take off the tip, because it would not screw off. The procedure was delayed by five minutes. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the vstas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? It was the luer locks that wouldn't unturn from the vistaseal open asa. What is the lot number? 2572788. Were there any quality issues with the laparoscopic dual applicator? The laparascopic dual applicator didn't get used due to the inability to get the open tip off. If yes, please provide the lot number and describe the issue with the laparoscopic applicator. The laparascopic lot number is 4993513. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No there was no change in patient care. Are there pictures of the damaged device available? The rep has the actual open tip. There is no laparascopic tip. It was discovered that the tech was a traveler and did not have prior training on the device. Training was conducted with all the new traveling nurses & technicians. There is no device to send in return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.